Manufacturer narrative:
The transmitter was returned to animas and evaluated by product analysis on 11/09/2016 with the following results: no defect was found. Pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No alarm occurred. The transmitter performs within specification. Testing was unable to duplicate ¿ant in place of cgm reading". The returned transmitter was paired with test pump correctly. Bg value was set to 120 mg/dl twice within 2hr. Both bg calibration requests entered successfully. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Other: 1-mcbc-3761.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 , the reporter contacted animas alleging a cgm (dex 090) issue. It was alleged that multiple cs 215 call service alarms were emitted when the transmitter was in use. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the interruption of the continuous glucose monitoring data stream may cause the user to miss their blood glucose (bg) trending and thus fail to react to any potential bg excursions.